Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ focalpoint¿ slide profiler refurbished, there was 1 false negative result. No adverse impact was reported regarding the patient or user. This is report 12 of 13.